Event description:
Fiber type: s-llf910. When removing the instrument from the pt, it was noted to have damage to the sheath of the pvp instrument and the laser fiber. Laser pvp instrument charred, fiber with burnt hole in the end. Surgical procedure completed. No harm to the pt. (B)(6).